Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shocking impedance on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had increased to greater than 150 ohms. The physician was reportedly planning to evaluate the patient in clinic. The ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Boston scientific received additional information that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) was surgically abandoned and replaced due to high shock impedance greater than 125 ohms. A new rv lead was implanted and connected to this ICD, which remains in service. No additional adverse patient effects were reported.